Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 423 mg/dl. The pump history showed that an occlusion alarm had occurred. The customer changed the infusion set site and a bolus of insulin was delivered.